Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's touch screen was broken. The programmer has not been returned for service. There were no patient complications reported as a result of this event. It was further reported that the product had been returned to service.

Manufacturer narrative:
Product event summary: analysis confirmed that the touch screen was broken and further noted that the left and right keyboard hinges were broken and that an error was found in the software history. Due to a lack of available replacement parts the programmer was scrapped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.